Event description:
It was reported that the patient experienced swelling, redness, pain and heat around the implantable neurostimulator (ins) site. The patient was diagnosed with an infection and was placed on antibiotics. A revision surgery was scheduled for (B)(6) 2015 once the infection clears. The patient was alive with injury. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information was received indicating that the patient¿s infection did clear. On (B)(6) 2015 it was noted that there was no evidence of infection on the date of the procedure, (B)(6) 2015. If additional information is received, a follow-up report will be sent.